Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: data not available omnipod 5 software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that her omnipod 5 controller was not functioning properly and stated that the controller malfunction resulted in her needing to seek medical attention. The patient described that the controller would ¿deactivate itself¿ and was not working reliably. At the time of the call, the patient did not have the controller in her possession and was unable to provide additional details regarding the failure or any troubleshooting steps. It is unclear what type of medical attention was received, as the patient was unable to provide specific clinical information such as symptoms experienced, blood glucose levels, diagnosis made, date of treatment, treatment received, length of stay, or admission/discharge dates, if any.